Event description:
It was reported that the device was not able to be interrogated while still in the box. The device was not implanted.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was observed. The cause of the field event was due to an anomalous component on the hybrid.